Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient experienced instability and pain following the tjr surgery combined with the lefort procedure.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed as the surgeon provided patient scans for the planning of new unilateral left side devices. The patient received bilateral tmj devices in april 2025, but post-op scans and surgeon reports revealed mispositioning of the left condylar component and mandibular implants, contributing to instability and pain, with no signs of infection or device failure. Despite the initial surgeon denying infection, the second surgeon requested replacement of the left ramal or fossa component, while all devices were confirmed to meet specifications and no device malfunctions were found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.